Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2006, the patient underwent following procedures, l5-s1 anterior lumbar interbody fusion. Anterior l4-5 anterior interbody fusion. Insertion of prosthetic device, l5-s1. Insertion of prosthetic device l4-5. Preoperative diagnosis: back pain with l4-5, l5-s1 disc degeneration. As per operative notes: ¿the cages with the rhbmp-2/acs placed inside the cage were then inserted into the l5-s1 disc space. After the l4-5 disc space was identified, an annulotomy was created and the double barrel cages were inserted. Again, under fluoroscopic guidance, the disc space was sequentially reamed and the cages with the rhbmp-2/acs were inserted at l4-5. Two cages were placed at l4-5 and two at l5-s1.¿ post op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.